Event description:
On 11/04/1998, the surgeon informed the manufacturer's sales representative of the following: a fellow physician was inserting the catheter under the guidance and supervision of the surgeon. After some difficulties with the insertion which were unrelated to the device. The catheter was placed and deemed to be in good position. While the patient was still on the table, the wound was dressed and blood/oozing was observed by the fellow physician: once removed, the fellow physician found a pin hole leak at the site on the catheter just below the trifurcation (y-site). The catheter was deemed defective and replaced with another device from the same lot number. No further details were provided.